Manufacturer narrative:
OEM manufacture: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 1 sample was returned to sbdm, lot number is unknown. There is a fm on tube, initial thoughts that it is pvc carbide as of the raw material of tube. Infrared spectrometry (ir) analysis: based on infrared spectrometry (ir) analysis of the complaint sample, the fm is same material with raw material of tube (polyester). House sample inspection: sbdm inspected 30 house samples of the complaint product ((B)(4)), there was no defective product found in them. DHR review: sbdm the manufacturing record of complaint sample, there is no issue while manufacturing. Customer complaint record review of complaint sample: sbdm review the customer complaint record of complaint sample, there is no same issue of the other product from other customer. Investigation conclusion: 1 sample was returned to sbdm. From investigation, based on infrared spectrometry (ir) analysis of the complaint sample, the fm is same material with raw material of tube (polyester). The tube components are extruded in the extruding machine on high temperature (145~165). It is likely that pvc(raw material of tube) carbide may be formed in the high temperature and it was stuck into the complaint tube while extruding process. Root cause description: from investigation, based on infrared spectrometry (ir) analysis of the complaint sample, the fm is same material with raw material of tube (polyester). The tube components are extruded in the extruding machine on high temperature (145 ~165). It is likely that pvc(raw material of tube) carbide may be formed in the high temperature and it was stuck into the complaint tube while extruding process. Corrective actions: conduct quality training on this customer complaint for extension assembly line workers. Implementing tightened product & process management and strengthening quality inspection for extension manufacturing process. Enhanced cleaning of the extruder die from 2 times a day to 3 times a day (before starting work, after having lunch and before finish work.) Conduct intensive maintenance & cleaning for extrusion tube dies. Rationale: sbdm has inhouse CAPA (B)(4) in place to monitor defect.

Event description:
It was reported that the extension en102 90c bp experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there is foreign material(black color) in the IV set.